Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and was subsequently hospitalized; cause was unknown, however per the customer, the pump and related supplies were functioning as intended. Blood glucose value not provided. The customer declined to provide additional information regarding the issue.